Event description:
It was observed during the device evaluation, the gynecologic laparoscope exhibited a colored image. There were no reports of patient involvement.

Manufacturer narrative:
The device was evaluated. The investigation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. Additional information added to the following fields: d8, d9 (date returned), h4, h6, h7, h9 corrected fields: d5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. The event occurred due to a defective charge-coupled device (ccd)/r-unit, however, the exact cause of the defect could not be specified. It likely the defect occurred due to one of the following; unacceptable tension in the area of the ccd holder assembly due to the use of an adhesive which was not adapted to the load/temperature collective, an insufficiently formed adhesive layer from the holder to the bumper sleeve, unacceptable tension in the area of the ccd holder assembly due to an asymmetrical alignment of the spring before the bumper sleeve was joined, and/or pre-existing damage to the ccd holder assembly due to a suboptimal adhesive device being used. Olympus will continue to monitor field performance for this device.